Event description:
It was reported that the laser gave a current limit exceeded error during the case. Customer cycled power and tried a new fiber and they could not clear the error. They had to abort the case.